Event description:
Reported high bg's and was admitted as an inpatient to a hospital. Significant event leading to hospitalization was that customer wasn't feeling well due to diarrhea. Customer also stated walking up feeling sick. Customer had ketones. Md was contacted and instructed customer to drink plenty of water which customer did. Bg's did come down. Customer decided to go to emergency roon, customer was then sent home. Bg's were still elevated and customer was up all night. Trouble shooting was performed and pump appeared to be functioinig normal.